Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, inflammation, lack of mobility, and metallosis. Subsequently, the patient was revised on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04182/04184).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel reports patient allegations of pain, inflammation, lack of mobility, and metallosis. Subsequently, the patient was revised on (B)(6), 2012. This report is based on allegations set forth in plaintiff' s complaint and the allegations contained therein are unverified. Additional information received in the patient&#38112;revision operative report noted the presence of a milky-white fluid consistent with metallosis, corrosion at stem trunnion, and metallosis debris. The modular head was removed and replaced with a biomet head. The acetabular cup, taper liner and insert were removed and replaced with competitor's components.